Manufacturer narrative:
(B)(4).

Event description:
There was an alert on (B)(6) 2017 via home monitoring that showed bipolar lead failure on the ra and rv leads. This lead was explanted 10 days later due to oversensing and noise. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.